Event description:
Nurse was preparing a premicath 1fr 28 gauge central venous catheter for insertion and noted that the line was leaking. The leak was observed between the 9 and 10 cm markings on the catheter.as this product was not actually used (due to the leak), no patient information was provided.======================manufacturer response for neonatal PICC line, premicath 1fr / 28g x 20 cm (per site reporter).======================awaiting results of product testing.